Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling".

Event description:
It was reported that air bubbles were observed from the cartridge. The customer's blood glucose level was not impacted. Troubleshooting with tandem technical support showed that the customer was not following the proper air removal technique. Reportedly, the customer was pulling back on the syringe and then pushing the air back into the cartridge instead of removing the syringe and expelling the air. Tandem technical support educated customer regarding air removal instructions. Reportedly, the customer continued using the pump for insulin therapy.